Event description:
Related manufacturer report number: 2017865-2021-31241. During a device change, a single coil electrode was previously connected. The physician elected to close the svc channel by using a plug. The plug was then initially unable to be advanced into the header to be able to close the set screw. The physician then applied greater force and was able to push the plug into the channel and the set screw was able to be closed. The physician alleged a header anomaly or the plug was too short. No further intervention was performed. The patient was in stable condition.